Event description:
The event is reported as: the tip of the trocar broke. It stayed blocked into the cannula. Device removed. And another one inserted. No consequence for the patient. Patient's current condition is fine. No injury reported.

Manufacturer narrative:
Device sample not returned to MFR in time for this report. DHR shows no issues related to this complaint. It is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.